Manufacturer narrative:
Product ID 37702 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID 37742 lot# serial# (B)(4), product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 3777-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was agitated. The patient was uncomfortable because they had 2 batteries in their hip.

Event description:
It was reported that the patient experienced a lack of stimulation. It was further reported that the patient last felt stimulation in (B)(6) 2012. The patient stated that he felt the device was "defective" and wished to have it explanted. The patient was redirected to his health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).